Manufacturer narrative:
Follow up #1 05/06/2014, on (B)(6) 2014 a reporter contacted lifescan (lfs) on behalf of the lay user/patient alleging that the onetouch ultralink meter was displaying an unknown error message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2014 at approximately 1:00am. Prior to attempting to use the subject meter, the patient was reportedly experiencing symptoms of ¿feeling clammy and disoriented.¿ it is not known what type of medications the patient uses to manage her diabetes. Despite the patient¿s symptoms, no medical intervention was taken. The patient could not recall the error message received, and a retest was not possible over the phone because, the patient did not have any testing supplies available, therefore the issue was not resolved. Replacement products were sent to the patient and subject products are pending return for investigation. There is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred. There was no indication that the patient¿s symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because, the alleged product issue remained unresolved.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.